Manufacturer narrative:
(B)(4). Reporter¿s full name and complete address were not provided. (B)(6).this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearing was not functional and defective. It was further determined that the device failed pre-test for check response of on/off trigger, function of all modes, check of free moving, proper function of the triggers and leakage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the reverse mode on the battery handpiece device was out of order. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.